Event description:
Upon closing count the nurse discovered a single strand of hair clinging to one of the sterile lap sponges of medline thyroid surgical drape. All staff including patient were wearing a hair covering.